Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device. It was reported that the patient went to sleep with the pump connected to battery power. Low battery alarms occurred and the pump stopped. The patient replaced the batteries after waking. The hospital contact indicated that the cause was due to patient carelessness. The system controller log file was reviewed by the manufacturer's technical services, and confirmed the pump stoppage. The pump and peripheral equipment appeared to function as intended after that event. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The reported no external power event was confirmed based on the evaluation of the submitted log file. On day 69 hour 17 minute 48 a low battery advisory alarm was activated. Approximately 5 hours later, this alarm was followed by low battery hazard and no external power alarms, and the system controller backup battery was engaged. The pump remained in power save mode until the system controller backup battery depleted and the pump stopped, causing the system controller to reset to the default manufacturing timestamp. Once the patient connected to fully charged batteries the system resumed normal operation. The device operated above the low speed limit for the remainder of the log file. The patient remains ongoing on vad support and no related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.